Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally. When attempting to charge the pump, the pump would not recognize the power source despite the attempted use of multiple cables and power sources. There was no impact to the customer's blood glucose levels. It was indicated that the customer would continue to use current pump for diabetes management.